Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds, loss of capture (loc), and no sensing. It was determined that the ra lead had dislodged. Subsequently, a revision procedure occurred. The ra lead was repositioned. No additional adverse patient effects were reported.